Manufacturer narrative:
Button error alarm and no up button response due to corroded keypad trace. Pump received with cracked case no bottom right corner at display window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and broken battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.